Manufacturer narrative:
The bilateral patient reported pain and post-operative infection in the right knee following total knee replacement surgery. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
The bilateral patient reported pain and post-operative infection in the right knee following total knee replacement surgery.